Event description:
Complainant alleged that during biomed testing, the device's display was distorted. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not rec'd the device for eval, and this complaint is still under investigation.